Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump and pump battery felt warm to touch. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery were overheating. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity related to the complaint observed in the black box or download history. The battery was not returned for investigation. The battery compartment and cap were found to be intact and showed no signs of moisture damage. The pump powered on normally and was exercised for 6 hours without overheating or alarming. The pump current draws were tested and found to be within specifications. The pump cover was removed and no evidence of moisture damage or defects were found to the power circuit.